Event description:
As reported, in 2007, this patient was implanted with gore excluder aaa endoprostheses. On the following month, the patient underwent a reintervention for a proximal type I endoleak, in which an aortic extender component was implanted. The endoleak was reported to have resolved following the reintervention. Patient is reported to be doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted in the patient (pxa2803000/lot#05435482 ,pxc181000/lot# 05272475, pxl161407/lot#04707426, pxl161407/lot# 04929783, and pxl161207/lot#04842173). This event was originally reported on medwatch #2017233-2007-00418. Upon review of the file, it was noted that this device was manufactured in the sunnyvale facility; therefore, a new medwatch #2953161-2007-00198 was assigned.